Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: the mps reported that: "I am reporting a medical device vigilance case following a mako pth on the left side performed on (B)(6) 2023. After falling out of bed, the patient returned a few days ago and the scan showed that the alumina ceramic head had exploded." "The revision is scheduled for today. We will keep the head and the pieces to send them back to the manufacturer and get feedback on the material analysis."